Manufacturer narrative:
Investigation results: a fully deployed ultraflex esophageal stent was received for analysis. The delivery system was not returned. The stent was measured to be within specifications. No issues were identified with the device.   The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device, such as tight anatomy. Therefore, the most probable root cause for this complaint is operational context.   A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 13, 2017 that an ultraflex esophageal distal release covered stent was to be implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician was able to deploy the stent; however, the stent failed to expand. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
UDI = (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal distal release covered stent was to be implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician was able to deploy the stent; however, the stent failed to expand. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.